Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The tray that was not sealed on delivery.

Manufacturer narrative:
(B)(4). One oncontrol biopsy system kit was received. Upon receipt, the kit was visually inspected. Visual inspection found a lack of tyvek to polybag transfer for the headerbag. No other defects or anomalies were noted. The sample was shipped back to the supplier for further evaluation. The complaint was confirmed. (B)(4) has been issued to the supplier and the sample was shipped to them for additional evaluation.

Event description:
The tray that was not sealed on delivery.